Event description:
It was reported that after completion of a da vinci-assisted sigmoid colectomy procedure, the patient developed compartment syndrome. The procedure time was approximately 4 hours. Intuitive surgical, inc. (Isi) contacted the chief of the department of surgery and another physician from the site and obtained the following additional information regarding the reported event: during the surgery, the patient was positioned with head lowered and in a right-side lying position at an angle of 13 degrees. The patient was not repositioned intra-operatively but was decompressed once every hour. The patient had large body size, with a body mass index of 27. After the procedure, the patient developed pain and numbness on the right lateral area of both right leg and left leg and on the external aspect of the right hand. According to the physicians, the complication was attributed to prolonged pressure on the limb in relation to patient positioning during the surgery. This resulted to impaired circulation and edema to the affected extremities. The pain and numbness resolved, and the patient did not require prolonged hospitalization. However, it is unknown if the patient required emergency surgery (myotomy) or additional medical intervention to resolve the post-operative complication. There were no short-term or long-term complications associated with the event. The surgeon confirmed that there was no bleeding and that there was no device malfunction identified that may have caused or contributed to the compartment syndrome.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. Two physicians from the site attributed the post-operative complication to prolonged pressure on the limb(s) in relation to patient positioning during the surgical procedure. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure or a summary of relevant errors that were observed. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted sigmoid colectomy, the patient developed pain and numbness on the right lateral area of both right leg and left leg and on the external aspect of the right hand. The patient was diagnosed to have mild compartment syndrome. It was unknown whether an emergency myotomy or other medical intervention were performed to resolve the post-operative complication. Although two physicians from the site attributed the compartment syndrome to prolonged pressure on the limb(s) in relation to patient positioning during the surgical procedure, the cause of the post-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.